Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, upon interrogation, high pacing impedance, no sensing, and no capture were noted on the atrial lead potentially due to lead damage. Diagnostic imaging was performed but no damage was noted. The device was reprogrammed into backup vvi mode and the lead will continue to be monitored. The patient was stable with no adverse consequences.

Event description:
During a lead revision procedure, the connector on the atrial lead was cleaned and all electrical values were normal when tested with the pacing system analyzer (psa). Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The lead was left implanted and connected to a new device. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-11665.